Event description:
It was reported that the ventilator failed pressure transducer test during pre-use check. There was no patient involvement. Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
It was reported that the ventilator failed pressure transducer test during pre-use check. The evaluation of the provided logs confirms the reported failure. Our field service engineer investigated the ventilator on site. The inspiratory pressure transducer printed circuit board (pcb) was found to be defective and was replaced. After replacement, all tests performed passed and the ventilator was returned to customer for clinical use. The replaced pcb was sent for further investigation. The replaced pcb was stated to be the inspiratory pressure transducer, but the returned part is the expiratory pressure transducer pcb. Simulated use testing of the returned expiratory pressure transducer printed circuit board failed the pressure transducer test during the pre-use check. During ventilation. Peep high and expiratory minute volume: low were active. After the pre-use check failure, the zero pressure for the pressure sensor has been measured and it showed a major drift. The readout from memory for the returned pcb shows that the ee-prom memory is corrupted. Furthermore, the microscopic investigation showed no abnormalities inside of the expiratory pressure sensors cavity. The pressure transducer pc board is a part of the measuring of the pressure in the ventilator and a faulty pressure transducer may lead to inaccuracy in pressure measurement which will be detected during pre-use check and alarms will be activated if the failure occurs during ventilation.

Event description:
Manufacturers ref: #(B)(4).